Manufacturer narrative:
The e360 ventilator issue with an unresponsive mute button, found during scheduled maintenance service, was resolved by restarting the unit, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during scheduled maintenance of the e360 ventilator, it was observed that the mute button was unresponsive. After restarting the ventilator, the issue could not be duplicated. There was no patient involvement.